Event description:
Pt complained that they felt a shock as the iontophoresis device the was being treated with was shutting down. The pt's hand was being treated with dex. Following their treatment the pt complained to their physician therapist that they were short of breath and had chest pain. They were then sent to an ER in another facility. There has been no further info regarding the pt's condition communicated to co or the physical therapist however, the pt did contact the physical therapist's office to request that they pay for pt's visit to the ER.